Manufacturer narrative:
The qa lab evaluated the returned lancing device and did not have any issues with removing the endcap. Lancing devices are not serialized or assigned lot numbers, so it was not possible to determine a manufacture date.

Event description:
The customer alleged that she was unable to remove the endcap from her microlet2 lancing device. She used her mouth to try to remove it and ended up losing a tooth. The customer stated that she was eventually able to remove the endcap using a knife. She did not mention what type of dental treatment she received. The lancing device was returned for eval. A replacement device was sent to the customer.